Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery now. The customer¿s blood glucose level was 155mg/dl at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.